Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a single-use resection loop exploded during the procedure, causing the projection of metallic debris into the patient's uterine cavity. The following actions were taken to prevent damage or injury to the patient: replacement of the loop irrigation with nacl to remove metallic deposits pelvic ultrasound was performed.

Manufacturer narrative:
Additional information added in section b5 and h6, correction was done in section h5. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was not returned to manufacturer so far despite 3 product requests. Therefore a investigation on the complaint device itseldf is not possible. According to the device history review there is no indication of a manufacturing failure. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. In addition, no further complaints were found against the same lot/batch. There is no indication of a systematic error found. The device was not sent to the manufacturer for inspection. Therefore a final root cause cannot be determined. A review of similar cases, taking into account the customer description "a single-use resection loop exploded during the procedure, causing the projection of metallic debris into the patient's uterine cavity", resulted in the most probable root cause that the cutting loop broke by excessive force applied during the procedure, touching the neutral electrode and creating a shortcut, which ended in the described "explosion". Appropriate warnings not to overload the device are already included in the instruction for use (IFU). The event is filed under internal karl storz complaint ID: (B)(4).